Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.5 diopter was implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens tear/break during injection/delivery into the eye. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5: "the reporter indicated the surgeon intraoperatively implanted and removed a 12.6mm vicm5_12.6 implantable collamer lens of-10.5 diopter in the patient's left eye (os) on (B)(6) 2022 due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2022, a replacement lens of the same model and length was implanted and the problem was resolved. Reportedly "patient is happy". The cause of the even was reported as unknown." Claim #(B)(4).